Manufacturer narrative:
Product ID: 37081, serial# (B)(4), implanted: (b)6) 2007, product type: extension. Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a "broken wire" in his back. It was noted that the patient was implanted in 2006 and "the wire broke after (B)(6) 2012". There were no falls, traumas, or medical procedures that contributed to the event. It was noted that the patient did have a cold and had been coughing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was not feeling any stimulation sensation. This had been occurring since around christmas time of 2012. There were no known events or trauma associated with the problem, but the patient did have a "cold" and she was coughing. Since that time the patient has been unable to feel stimulation. It was noted that the stimulation had "stopped rapidly" at that time. Impedance tests reveal that therapy on group a showed impedances all greater that 3,600 ohms. Also, every bipolar electrode pair was greater than 3,600 ohms. It was stated that x-rays were done, but nothing was seen that revealed what the issue was. It was noted that the physician was made aware that the impedances were out of range and the patient no longer had any stimulation.

Event description:
Additional information reported that the patient had not had good coverage since (B)(6) 2012. Additional information reported that the patient did not know the exact date that his device stopped working. The patient stated that he ¿just kind of felt my back was getting worse.¿